Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was taken to the hospital by his spouse due to chest pain, difficulty breathing, and confusion/disorientation. Prior to the onset of symptoms, the patient reported that his cgm readings were within a normal range. At the hospital, a fingerstick blood glucose (fsbg) was performed by the physician which showed 400 mg/dl, while the cgm simultaneously displayed 158 mg/dl. The patient reported being confused at the time and could not recall treatment that was administered. He only remembered receiving discharge paperwork and being released home later the same evening. At the time of the report, the patient stated that he was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.